Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. Cs00xz-invalid, e13069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, migraine, vaginal pain, insomnia, uterine leiomyoma, bunion, cholecystitis, cholelithiasis, dysfunctional uterine bleeding, elevated liver enzymes, hemorrhoids, ovarian cyst, rheumatoid arthritis, vitamin d deficiency, grand multiparity, constipation, endometrial thickening, uterine fibroid and ovarian cyst. Previously administered products included for an unreported indication: diclofenac, sulfasalazine and ibuprofen. Concurrent conditions included dizziness since (B)(6) 2018, tricuspid regurgitation since (B)(6) 2018, mitral regurgitation since (B)(6) 2018, vitamin b6 deficiency since (B)(6) 2018, headache since (B)(6) 2018, arthritis since (B)(6) 2018, dyspareunia, cramp in lower abdomen, arthralgia, lower abdominal tenderness, tenderness, heart murmur, perineal pain, menorrhagia, vertigo and fatigue. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and neuromyopathy ("neuromuscular problems."). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and neuromyopathy outcome was unknown. The reporter considered genital haemorrhage, neuromyopathy and pelvic pain to be related to essure. The reporter commented: the essure device was successfully deployed and procedure was done on the opposite side with 2-3 twists noted of the ring outside the tubal ostia. Concerning the injuries reported in this case, the following ones were confirming in patient¿s medical record-pelvic pain. Lot number reported (cs00xz) is invalid. Batch no e13069 production date 2015-07-09 expiration date 2018-07-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. Cs00xz-left , e13069-right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, migraine, vaginal pain, insomnia, uterine leiomyoma, bunion, cholecystitis, cholelithiasis, dysfunctional uterine bleeding, elevated liver enzymes, hemorrhoids, ovarian cyst, rheumatoid arthritis, vitamin d deficiency, grand multiparity, constipation, endometrial thickening, uterine fibroid and ovarian cyst. Previously administered products included for an unreported indication: diclofenac, sulfasalazine and ibuprofen. Concurrent conditions included tricuspid regurgitation since (B)(6) 2018, mitral regurgitation since (b)(46) 2018, vitamin b6 deficiency since (B)(6) 2018, headache since (B)(6) 2018, arthritis since (B)(6) 2018, dizziness since (B)(6) 2018, dyspareunia, cramp in lower abdomen, arthralgia, lower abdominal tenderness, tenderness, heart murmur, perineal pain, menorrhagia, vertigo and fatigue. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and neuromyopathy ("neuromuscular problems."). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and neuromyopathy outcome was unknown. The reporter considered genital haemorrhage, neuromyopathy and pelvic pain to be related to essure. The reporter commented: the essure device was successfully deployed and procedure was done on the opposite side with 2-3 twists noted of the ring outside the tubal ostia. Concerning the injuries reported in this case, the following ones were confirming in patient¿s medical record-pelvic pain. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.